Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: the surgeon articulated the device, the sheath at the shaft found to damaged, no patient harm, nothing fell into the cavity, additional tissue resection: no, tissue damage: no, no bleeding, patient age, gender and weight: unk.